Manufacturer narrative:
The repair of this failure is unknown and there is no evidence that ge was contacted for evaluation or repair. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
Per (B)(6) aer database: it is was reported the anesthesia unit shut down due to an internal power failure during patient use and was unable to be rebooted as expected. The unit was replaced with another anesthesia unit. There is no report of patient injury or harm.